Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reported via web self-service that she experienced inaccurate cgm values the day after the sensor was inserted in her arm. On approximately (B)(6) 2025, the cgm displayed a glucose level of 100 mg/dl, while her blood glucose (bg) level was actually 800 mg/dl. According to the documentation, the cgm was not functioning correctly from the moment it was inserted. The patient developed diabetic ketoacidosis (dka) because she trusted the cgm readings and did not realize they were incorrect until she was hospitalized, nearly resulting in a life-threatening outcome. No additional details were documented. Attempts by technical support (ts) to contact the patient for further information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.